Event description:
The pfj handpiece functioned in the beginning before it started to resect bone. However, in the middle of the surgery, it seemed like the torque was not enough to cause the burr to remove the bone, then it stopped moving.

Manufacturer narrative:
Inspection of the returned handpiece identified metal to metal galling between the motor assembly rotor and end plates causing motor seizure. Exceeding the recommended psi setting and/or aggressive use may contribute to this condition. Inspection of the returned handpiece also identified internal corrosion, oxidization, and contamination; this indicates the handpiece has been immersed or improperly cleaned. When cleaning the handpiece if any fluids (such as cleaning agents, proteins, saline solutions, etc) enter through the connector of the handpiece, if immersion occurs, or if the handpiece is cleaned in a washer disinfector this will cause a high level of corrosion, oxidization, and contamination of the internal components causing a lack of performance and eventually causing the handpiece to no longer function. If a lack of performance is felt, this may cause the user to compensate by increasing or possibly exceeding the maximum psi settings which may cause other problems including metal to metal galling between the motor assembly rotor and end plates causing motor seizure.